Event description:
Information was received that the patient implanted with this device system experienced loss of consciousness/syncope. The right ventricular (rv) lead displayed increased pacing threshold measurements. A revision procedure was performed and the device was explanted and replaced. The rv lead was surgically abandoned and replaced. The cause of the syncope was not determined. No adverse patient effects were reported the procedure.